Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All the buttons functioned properly and no unexpected no delivery/occlusion alarm, stuck button error alarm or failed battery test alarm noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further full review in the pump history file/ trace found no unexpected no delivery/occlusion alarm or failed battery test alarm on the event date of (B)(6) 2023. However, stuck button error alarm found in the pump history file/trace on 27-apr-2023 at 15:20:46. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the keypad assembly, electronic assembly, motor assembly or force sensor assembly.¿the j1 connector on pcba 1 was locked properly during visual inspection. Pump passed the keypad voltage test.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked retainer, cracked reservoir tube lip, partially detached retainer ring, faded serial number label, cracked battery tube threads, cracked select button keypad overlay, damage keypad overlay texture, scratched case and minor scratched lcd window. Keypad unresponsive/button error alarm/failed batt test alarm/ no delivery/occlusion alarm was not confirmed. Cosmetic damage found on the pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported rejecting new batteries, non responsive buttons and also received insulin flow block alarms. The customer also reported that the transmitter would not work/ loosing connectivity. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the pump/ transmitter. The insulin pump and the transmitter will not be returned for analysis.